Manufacturer narrative:
The device has not yet been returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a CT vtx port w/sil cath nonfilled holes. A patient presented to an infusion clinic for their first infusion, post implantation. While the line was being flushed with saline, the patient immediately complained of pain. The procedure was stopped and patient received a consultation with a physician. The physician determined that an emergency extraction of the device needed to take place; therefore, the port was removed and replaced with a PICC line. Upon inspection, it appeared that the line disconnected from the device, inside the strain relief, that is located below the port. The patient did not experience any adverse effects or harm as a result of this incident.

Manufacturer narrative:
The customer's reported complaint description of the catheter tubing was broken and detached from the port was confirmed. The port was returned with the catheter tubing attached to the port outlet tube and blue boot was connected. The catheter tubing break location was where it exits the distal end of the blue boot. The break has appearance of a clean "cut" (i.e. Not jagged) that almost goes through the entire catheter. When blue boot was removed there is additional evidence of damage (small cuts/slices) to the catheter tubing. The catheter and locking connector (e.g. Blue boot) are provided as separate components within the port assembly kit. The end user attaches the catheter tubing to the port (and secures junction with the locking connector) during the implantation procedure. A device hisotry record (DHR) review of the packaging/catheter lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Engineer investigation: found the catheter attached to be severed nearly full off between the 13-14cm markings close the port stem. No signs of stretching to cause the tear. Likely from something sharp. There were additional cuts on the tubing close to the port over the stem. It is likely from cutting the catheter to size that these cuts were first made in the catheter. Over time the catheter was likely strained and pulled the tubing apart. Root cause is likely accidental cuts made to the catheter when cutting to get the length required. Labeling review: the directions for use (dfu) that is supplied with the port device, contains the following statements: contraindications catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: do not use syringes smaller than 10 ml when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure and patient injury may occur. Do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. A blood return should be present prior to usage of device for any therapy or testing. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Potential complications use of an angiodynamics port system involves potential risks normally associated with the insertion or use of any implanted device or indwelling catheter including but not limited to: catheter disconnection or migration catheter embolization catheter fragmentation catheter pinch-off drug extravasation (leakage). Catheter placement considerations: warning: avoid medial catheter placement into subclavian vein through percutaneous technique. This placement could lead to catheter occlusion, damage, rupture, shearing, or fragmentation due to compression of the catheter between the first rib and clavicle. Catheter shearing has been reported when the catheter is inserted via a more medial route in the subclavian vein. Pinch-off syndrome pinch-off syndrome signs may include difficulty in aspirating blood, resistance to flushing or infusion of medications or fluids that improves with position changes, infraclavicular pain and/or swelling with catheter flushing or infusion palpitations, sudden onset chest pain, cardiac arrhythmias, extra heart sound, chest wall swelling at the port pocket, vein insertion site, pain in shoulder or port area not associated with swelling, cough, paresthesia of arm on side of catheter withdrawal occlusion or swishing sound with catheter flushing. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).